Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/2.5/088 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. In a subsequent surgery later that day, the lens was explanted due to elevated iop without pupil block and angle closure. Reportedly, "remove and no longer implant." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Corrected data: g3 -supplemental #1 date should be corrected (B)(6) 2024. Claim#:(B)(4).

Manufacturer narrative:
Corrected data: g6 - supplemental MDR #2 should be disregarded as it was submitted in error. N/a. Claim # (B)(4)

Manufacturer narrative:
B5 - corrected to "the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -13.5/3.0/090 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. In a subsequent surgery later that day, the lens was explanted due to elevated iop without pupil block and angle closure. Reportedly, "remove and no longer implant." The problem was resolved. Cause of the event is unknown." In the inital MDR. Claim #(B)(4).